Event description:
Revision surgery - reason unk at this time. Co rec'd a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of facility's acquisition of the oti product lines, oti -now known as pinnacle holding inc.- agreed to assume all regulatory responsibilities for product implanted prior to facility acquisition of their product lines in 2005. The info in this report and any associated parts will be forwarded to MFR.